Manufacturer narrative:
During follow-up, the patient said she noticed no defect or malfunction with the t14 units, and did not know the lot number she was using at the time of the infection.

Event description:
Intermittent catheter patient (user) said she was treated for a urinary tract infection (uti) a couple of months ago concurrent with catheter use. During follow-up, the patient said she was prescribed macrobid, an antibiotic, took the full course, and recovered completely.